Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a clear plastic wrap. Upon return, the teflon sheath was noted on the iabc; liquid blood was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of five (5) leak sites consistent with contact from a sharp object were noted on the bladder at approximately 6.5cm, 6.6.cm, 6.7cm, 8.5cm and 8.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "large amount of blood in the helium tube" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object, were found the on the iabc bladder, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "found a large amount of blood in the helium tube, so she immediately called the doctor. After the doctor remove the catheter, it was found that there was blood in the balloon. Change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "found a large amount of blood in the helium tube, so she immediately called the doctor. After the doctor remove the catheter, it was found that there was blood in the balloon. Change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".